Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. Customers other blood glucose value was 152 mg/dl. Customer was treated with glucose tablets and was experiencing low blood glucose for 15-20 minutes. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active. Customer declined troubleshooting for his low blood glucose. The device was not returned for analysis.